Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 07-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone and email address are not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photos added to the complaints underwent review. The photo review is documented below. [Photo review]: the pouch of the emboguard device is visible in the provided photographs. Review of the photographs showed evidence of no heat seal marks on one side of the pouch of the emboguard bgc. It was confirmed that the pouch contained emboguard bgc, dilator, lav, rhv and peel away sheath. There was no crushing or other damage to the product box at the time of return. The other side of the pouch had heat seal marks, and it was confirmed that it was closed condition. From the photographs provided, it was confirmed that there was no heat seal marks on the pouch and confirmed the complaint event. Conclusion: review of the photographs provided showed evidence of no heat seal mark on the pouch of the emboguard bgc. From the photographs, it is possible that the pouch was packed in the carton box without heat sealing the pouch. A review of the manufacturing documentation associated with this lot (0000250319) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to a carotid artery stenting procedure, when the clinical engineer opened the box and removed the sterilized pouch, the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000250319) fell out from the bottom of the pouch. It was reported that the engineer was surprised to find that the pouch had been opened. The emboguard was replaced. The replacement device was confirmed to have been sealed firmly without any issues. The procedure was successfully completed . There was no negative impact to the patient. On 22-jul-2024, additional information was received. Per the information, the inner device pouch was opened. On 31-jul-2024, photos were added to the complaint. These photos will undergo review by the product analysis team. On 04-aug-2024, additional information was received. Per the information, the original product packaging / pouch is to be returned. The information indicated that the top of the pouch was not opened; the seal at the top of the pouch was not opened. The information also included additional photos that will be reviewed by the product analysis team. The bottom of the pouch did not appear to have been opened intentionally, ¿the physician and co-medical staff also confirmed that they did not open the package.¿ there was no damage noted on the actual emboguard device. The replacement product was another 95cm emboguard 87 balloon guide catheter (bg8795u) from lot 0000261595. The replacement device was transferred from another facility, which caused a slight delay in the procedure, but it was no considered to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the unit carton on the returned emboguard product identified that both the tamper seal and label seal were broken. It was not reported that the tamper evident seal or the label were not intact prior to the procedure. The complaint description states, ¿the clinical engineer opened the box¿, therefore it can be assumed that the tamper/label seal was broken at this point and is not a contributing factor to this issue. Initial examination of the pouch seals on the returned emboguard product indicated that the top and side seals were present and intact. Examination of the bottom of the pouch did not indicate any seal present. There were no heat marks present to indicate that the pouch had been sealed at one point and had broken. It is therefore assumed that the pouch was never sealed and that this manufacturing step was not completed during production. There have been no other similar events to indicate this has occurred before. The root cause of this complaint could not be confirmed. The complaint appears to be a result of a failure to seal the pouch during the packaging process, as a result an nc (non-conformance) has been opened to investigate the incident with the external manufacturer. A review of the manufacturing documentation associated with this lot (0000250319) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances or deviations associated with the build of this lot. Therefore, the product met all product release specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.